Event description:
It was reported that the right atrial (ra) lead was attempted, not implanted due to the vessel "meandering." The lead was attempted several times. A perforation of the superior vena cava (svc) was suspected. The lead was not used, only an right ventricular (rv) lead was implanted. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).